Event description:
It was reported that patient had right hip revised due to dislocation.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown 44 bipolar head. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.